Event description:
It was reported the surgeon performing a tonsillectomy on a pt and during the procedure, it was noted that the tip of the electrode looked like it was bent. Also, the end of the blade was not aligned with the shaft or suction port. Once this was observed I told the surgeon to withdraw the electrode and he was given a new one. There was no thermal damage to the pts tissue noted and it was not a concern to the surgeon or scrub nurse. The sample is available for eval; customer would like some feedback as to why this occurred.

Manufacturer narrative:
This MDR is being filed based on a retrospective review of complaints received by the manufacturer for the time period (B)(4) 2010 through (B)(4) 2012. The tonsil tip was returned for investigation. Visual inspection of the returned tonsil tip noted that the tip was twisted instead of bent. The observed deformed (twisted) tonsil tip indicated that tip was either improperly manipulated or improperly removed from the suction handpiece during use. It is also possible that the tonsil tip was not griped at the housing ridges during manipulation and this might have caused difficulty in extraction and/or insertion when exchanging between the tonsil tip and adenoid tip. The gray housing was misaligned with the tonsil blade due to the combination of the possible failure previously described. The failure was attributed to handling technique of the device during use. End of report.